Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Email address :unknown/not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector tip of the preloaded intraocular lens (iol) device was getting caught in the incision and it would not advance the iol further than the optic coming out of the cartridge. Account indicated that the tip was pointing to the right. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received in the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the cartridge tip cracked. A detached haptic was found overridden in the crack. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The haptic was removed and no other parts of the lens were received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.